Manufacturer narrative:
(B)(6).

Event description:
It was reported that, the titanium button of the ultrabutton adjustable fixation device broke during flipping. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2026965 found no non-conformances or anomalies during manufacturing process related to the reported event. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.